Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer did not use his infusion device from (B)(6) 2014. He reconnected the infusion device on (B)(6) 2014, and he began to experience hyperglycemia of up to 300 mg/dl despite changing the accessories and delivering insulin via the infusion device. The customer's father believes the insulin delivery of the infusion device is too low. The alleged product was requested for evaluation. No adverse event was reported.